Manufacturer narrative:
Product complaint # (B)(4). After additional information was provided, the previously reported event is no longer considered reportable at this time as the loosening interface was determined to be at the bone to cement interface only where the implant does not play a role in the fixation of the device. Further updates will only be provided if additional information is received that changes the regulatory determination.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The patient was revised due to femur being loose. The loosening interface was cement bone interface. There was no surgical delay. Affected side: right knee.